Event description:
It was reported that a patient underwent l2-l4 olif surgery with percuntaneous pedicle screws. While performing a discectomy, damage to the dura mater was reported. The damage was treated with polyglycolic acid sheets and fibrin glue. The patient could move the leg post-op. The surgeon commented that ¿the event occurred due to his error.¿ the surgery time was extended by 16-30 mins.

Manufacturer narrative:
(B)(4). Product was returned. Device evaluation was not completed before regulatory report submission. Once analysis is complete a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.